Event description:
It was reported that high impedance readings were obtained at follow-up one week after change-out of the pulse generator. Telemetry data was obtained at settings of 2.5v, 180pw, 185hz, 2- and 1+, 3+, which revealed impedance values greater than 2000 ohms for electrode pairs 0/2 (10 ua), 0/3 (7 ua), and 1/3 (11 ua). No pt symptoms were reported and the lead remains implanted. The pt outcome was reported as 'recovered'. Additional info has been requested, but was not available as of the date of this report.